Event description:
During a percutaneous transluminal angioplasty (pta) to the right common iliac artery, the palmaz stent was delivered to the lesion, however, it ruptured at 3-4atm during its initial inflation with everest, medtronic inflation device. The sheath introducer was advanced over the stent to avoid dislodgment. The sds was removed intact from the patient with no difficulty. Another new stent was used and the procedure was finished successfully. There was no report of patient injury. There was no difficulty removing the product from the packaging. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown. The contrast to saline ratio is also unknown. The indeflator was used successfully with other devices. Approach was made from the right femoral artery with a sheath introducer (medikit 7f/25cm) and the lesion was crossed with a guidewire(chevalier floppy). There was no resistance/friction while inserting the sds through the rotating hemostatic valve. There was no resistance/friction while inserting the sds through the guide catheter. There was no difficulty advancing the sds through the vessel. The sds did not kink while being used. The balloon was inserted once into the patient. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 95%. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the right common iliac artery, the palmaz stent was delivered to the lesion, however, it ruptured at 3-4 atmospheres during its initial inflation with everest, medtronic inflation device. The sheath introducer was advanced over the stent to avoid dislodgment. The sds was removed intact from the patient with no difficulty. Another new stent was used and the procedure was finished successfully. There was no report of patient injury. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 95%. There was no difficulty removing the product from the packaging. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown. The contrast to saline ratio is also unknown. The indeflator was used successfully with other devices. Approach was made from the right femoral artery with a sheath introducer (medikit 7f/25cm) and the lesion was crossed with a guidewire(chevalier floppy). There was no resistance/friction while inserting the sds through the rotating hemostatic valve. There was no resistance/friction while inserting the sds through the guide catheter. There was no difficulty advancing the sds through the vessel. The sds did not kink while being used. The balloon was inserted once into the patient. The product will not be returned for analysis. The device was not returned for analysis. Review of lot 15738038 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ of the stent delivery system could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, vessel characteristics (heavily calcified, moderately tortuous with 95% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the information available suggests that the failure experienced by the costumer could be related to the design and manufacturing process. Therefore, no corrective action will be taken.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.